Manufacturer narrative:
Philips has investigated this complaint. The rse inspected the system and confirmed that wired footswitch was failing intermittently when being triggered. Upon functional test rse found that issue with bad contact of footswitch cable. Rse suggested to adjust the footswitch cable. After adjustment the footswitch cable  the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the footswitch was failing intermittently when being triggered. The system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.